Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation and overstimulation following a general surgery. The most recent impedance check revealed no anomalies. Programming was attempted but could not provide therapy in the original pain pattern. X-ray may be taken but the results are unknown. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6)2017. Intraoperative testing revealed high impedances on the lead. As a result, the lead was explanted and replaced. The ipg was also explanted and replaced for newer technology. The patient received effective stimulation following the procedure.

Event description:
Follow-up revealed the issue was resolved.